Event description:
Our pharmacy noticed a potential defect in baxter's intravia container, empty 150 ml capacity (2b8011). When spiking these bags, a piece of plastic will occasionally break off and enter the bag. We have been able to replicate this issue a few times. When spiking the bag directly parallel to the port, there seem to be no issues. However, if spiked at a slight angle, this piece of plastic occasionally breaks off into the bag. We are unaware if this issue is known at baxter. We have only noticed this issue with a specific lot (dr22g29017).